Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/22/2023, it was reported by a sales representative via sems-06409860 (2) ar-3636h self bunching 1.8 knotless hip fibertak failed during a procedure. The first ar-3636h fibertak suture broke inside the joint three inches from the anchor when it was being passed around the labrum. The surgeon was able to free the remaining three inches through the suture shuttle passing loop inside the joint, pull the suture passing suture, and got the remaining retention suture to go back inside the anchor and lock. Providing the correct tension to the tissue. The suture passing shuttle suture would not fully pull out of the anchor because it was jammed in there, so it had to be cut it free. The second ar-3636h fibertak failure occurred during tensioning. The suture was almost full tensioned but not quite compressing the labrum when it snapped outside the cannula. It could be pulled on, but not tensioned. A knot pusher was placed in the joint to provide counter tension while pulling on the remaining suture with a snap. This did not work, and the suture still did not tension. The retention suture was cut out completely, and the suture anchor remained in the bone. This was discovered during a procedure on 11/22/2023.

Manufacturer narrative:
The complaint allegation is not confirmed. No problem found. One sealed packaged ar-3636h batch 15024688, was received for evaluation. Visual evaluation of the packaging or the new product did not find an issue. The functional testing confirmed that the devices are performing as designed after using the knotless hip fibertak® soft anchor technique. Load the repair suture through the looped end of the black/white shuttling suture. Transfer the repair suture by pulling the suturetape side of the white/black shuttle suture until light resistance is felt. Complete a series of light tugs until the repair suture passes through the knotless anchor mechanism and back out of the cannula. Note: prior to loading the repair suture into the loop of the tigerlink¿ suture, clear the repair suture and looped end of the tigerlink suture with a retriever. This will improve suture management during shuttling of the sutures. The most likely cause of the reported event is a user error applying the device correct surgical technique. According to dfu-0054-10 at revision 0. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.